Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3 (event date should be blank in the initial medwatch), h6 - component code. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the device could not be specified. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified in the nozzle section; however, it is unknown if there are deviations from the instructions for use (IFU) in the sections such as distal end cover, objective lens, and connector, as the customer did not provide a response regarding whether there was any delay in the start of precleaning or whether they presoak the endoscope in the detergent solution or whether there were any abnormalities in the accessories used for reprocessing. The instruction manual states the inspection method associated with the event in "operation manual gif-1200n chapter 3 preparation and inspection", and preventative measures in "reprocessing manual gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the tip nozzle, tip cover, tip objective lens, and connector vent. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
E1: state, province, or territory=blank. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.